Event description:
It was reported the camera head was unable to focus. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color on image, a cut on the cable were found. Based on the results of the investigation, it is likely the following led to the malfunction: the unit had a damaged lens coupler, causing the lens to misalign and also a faulty charged coupled device causing poor color on image. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.